Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4/h4: it was reported that the exact lot number of the device involved in the event is unknown. However, there are four (4) potential lot numbers of the device involved. These are listed below with their associated dates of manufacture, expiration dates, and udis: 0002534639: 7/3/2023, 7/3/2028, (B)(4). 0002542093: 8/16/2023, 8/16/2028, (B)(4). 0002530045: 6/16/2023, 6/16/2028, (B)(4). 0002549690: 9/1/2023, 9/1/2028, (B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial labral repair surgery, one-half of the tine from the inserter fractured. The correct surgical technique was used. The surgery was completed successfully with an alternate device. No complications, injuries, or surgical interventions were reported, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified one tine of the inserter is fractured and was not returned. Fracture analysis has been previously analyzed in which bending overload was identified as the mode of failure. Review of the device history record(s) for all potential lots identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event has been confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): 912031 (0002534639); 912031 (0002542093); 912031 (0002530045); 912031 (0002549690). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial labral repair surgery, one-half of the tine from the inserter fractured. The correct surgical technique was used. No complications, injuries, or surgical interventions were reported, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.